Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the impedance of the ventricular lead increased to 2000 ohms and then returned to its normal value. This problem has been present for one year. Therapy was stopped on the lead to lessen the risk of inappropriate shocks and the patient is no longer in need of the device. No patient complications have been reported as a result of this event.